Event description:
Patient was having a upper gi done on x-ray. The x-ray table was rotated vertically and the footrest supporting the patient fell off of the table. Patient did not fall on the floor but complained of back pain. No problems found on pelvis and hip x-ray.